Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blue end caps of the k-wire containers broke after repeated sterilization during the cleaning process. This report is 6 of 6 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Not implanted/explanted (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an investigation was performed; the investigation of the returned containers for k-wires has confirmed that one or more lips are broken off. The containers are made of polyphenylene sulfone (ppsu) and should resist several thousand sterilization cycles. However, it should be noted that the resistance of ppsu becomes very restricted due to combinations of chemical, thermal and mechanical loads. Thus it is known that contact with some rinse aid can lead to stress cracking. Therefore; the use of a rinse aid, whose compatibility with polyphenylene sulfone is guaranteed by the supplier. As no product fault could be detected, no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.